Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot 31695, was returned and analyzed. Visual inspection of catheter showed the device was intact with no apparent issue. Smart chip verification indicated the catheter was used for ten applications on the date of the event. The catheter passed the performance test. The dissection/pressure test showed a guide wire lumen kink at 1.2 inches from the tip of the catheter. The insertion test was unable to be performed due to a sheath kink. In conclusion, the balloon catheter failed inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.